Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent occlusion alarms during basal delivery. Reportedly, the customer believes the reported occlusion alarms were due to the patient line being kinked. Customer reported that the patient line had become kinked due to how the pump was positioned in the pump case. Customer was able to clear the alarms or change out pump supplies each time to resume insulin delivery. Reportedly, the customer has received fewer occlusion alarms since positioning the pump differently. Customer was not receiving an occlusion alarm at the time of the reported; therefore troubleshooting with tandem technical support was unable to be performed. Customer's blood glucose level was not impacted.